Event description:
It was reported that a tech while sitting at their desk was struck in the head by a falling equipment panel. The weight of the door is estimated as ~50 lbs. The tech rec'd a mr scan and remained at home due to head and neck pain. No other medical follow-up info has been provided. Based on the info at hand, this level of injury is considered a serious injury.

Manufacturer narrative:
The incident and root cause is still under investigation.